Event description:
A pt reported experiencing inaccurate erratic results with a sso meter. The pt's blood glucose results were 164mg/dl, 114mg/dl. Tests were done within <10 mins with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.